Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the device's set screw was unable to unscrew. A new device was replaced. Patient recovered.

Event description:
New information received notes patient was stable post-procedure.

Manufacturer narrative:
Analysis found the wrenches could not engage the setscrew to untighten it because the setscrew inset was being stripped by the wrench. No anomalies were found that would cause the wrench to strip the inset. In this case stripping of the setscrew inset normally occurs due to incorrect insertion of the wrench into the setscrew by the user. Normal device characteristics were found during electrical testing. The device was above eri.